Event description:
Pt dislocated 21 days post operatively when sitting on a low toilet. Pt was treated with a closed reduction and released. No devices were revised.

Manufacturer narrative:
Not removed from pt. Pt was treated with a closed reduction. No devices have been explanted.